Event description:
On (B)(6) 2011, the lay-user/rptr indicated that the animas pump has a power issue. After the rptr changes the battery on the day of the call, the animas insulin pump keeps prompting a verification screen. During troubleshooting, the customer care advocate verified that the battery cap is tight. The threading on the battery cap did not appear worn. There was no visible damage on the subject product. There was no report of a serious injury associated with this complaint. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
After the eval is completed, a supplemental report will be filed. No conclusions can be drawn at this time.